Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's system board, active exhalation control module, oxygen blending module harness and 3-way solenoid valve were replaced to address the issue. A trilogy evo system board was returned to the philips product investigation lab (pil) with the allegation of e-384 evt_press_sensor_mismatch error codes in the event log. The system board along with the blower motor and machine flow sensor were installed into the trilogy evo test bed and was unable to duplicate the ventilator inoperable alarm. Pil reviewed the event log and did not observe any e-384 evt_press_sensor_mismatch error codes. Pil has determined that the system board functions as designed and is unable to duplicate any error codes. A trilogy evo system oxygen blender module (obm) harness was returned to the philips product investigation lab (pil) with the allegation of e-160 evt_model_num_obm_mismatch error codes occurred. Pil was unable to duplicate the failure of the obm harness. Pil installed the harness into a trilogy evo test bed and could not duplicate any error codes or failures. Pil has determined that the oxygen blending module functions as designed. A trilogy evo proportional valve was returned to the philips product investigation lab (pil) with the allegation of e-384 evt_press_sensor_mismatch error codes. The proportional valve was installed into the trilogy evo test bed and was unable to duplicate any failure. Pil was able to put the test bed in active w/pap and ran without any alarms or failures. The test bed was run on the test station and passed the modified testing. Pil has determined that the proportional valve functions as designed. A trilogy evo solenoid valve was returned to the philips product investigation lab (pil) with the allegation of e-384 evt_press_sensor_mismatch error codes. The solenoid valve was installed into the trilogy evo test bed and was unable to duplicate any failure. Pil was able to put the test bed in active w/pap and ran without any alarms or failures. The test bed was run on the test station and passed the modified testing. Pil has determined that the solenoid valve functions as designed.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's system board, active exhalation control module, oxygen blending module harness and 3-way solenoid valve were replaced to address the issue. H3 other text : third-party service center.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.